Event description:
In teaching mom (caregiver of pt) how to use sabratek 6060 pump, when administrative line connected, a clear piece of plastic was on the floor. It was (is) 2" x 3/4" & came off of filter area. It is small enough for a child to swallow. User will teach parents to remove plastic & discard & tape tubing in place to prevent kinking.